Event description:
It was reported that right hip revision surgery was performed due to pain and other complications. Surgical notes reportedly indicated pseudotumor, tissue damage, and elevated metal ion levels.

Manufacturer narrative:
It was reported that a second right hip revision surgery was performed. During the revision, the hemi head, bhr cup and modular sleeve were removed. The stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Patient has a history of psoriasis, drug addiction /dependence, polyarthralgia, chronic pain management issues, rheumatoid arthritis, sjogren¿s and spondyloarthropathy. A physicians¿ office note indicated patient does fairly heavy work moving hay bales and taking care of their animals. Cobalt and chromium levels 2 months pre-revision were 14.5 and 5.0 ng/ml respectively. A MRI indicated fluid associated with the prosthetic hip joint. The revision intraoperative report indicated a fair amount of fluid within the inner hip extending into the trochanteric bursal area. The pathology report noted chronic inflammation. It cannot be determined to what extent the patients¿ heavy work and comorbidities had on her pain and clinical status. Although pain, inflammation and elevated cobalt level are associated with metallosis, the root cause cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.